Event description:
The customer reported that this multigas unit displayed a check device error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a check device error message. The customer tested the unit on multiple bedsides using new cables and a new water trap; however, the issue persisted. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, a root cause could not be determined. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: cu-152ra, serial #: (B)(6), device manufacturer data: mm/dd/yyyy, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow up, what type? H3. Device evaluated by manufacturer? H11. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that this multigas unit displayed a check device error message. The customer tested the unit on multiple bedsides using new cables and a new water trap; however, the issue persisted. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: cu-152ra serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) returned to nihon kohden: no.

Event description:
The customer reported that this multigas unit displayed a check device error message. There was no patient injury reported.